Event description:
Reporter indicated that the ¿infection¿ previously reported was actually pneumonia, which was not felt to be related to the vns.

Event description:
Reporter indicated a patient was hospitalized for status epilepticus. The patient's vns generator was unable to be interrogated by the reporter, but the manufacturer was able to interrogate the generator successfully at a later date. The patient is no longer hospitalized. All attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated the status epilepticus was felt to be related to ¿infection¿, but this was not specified. Vns diagnostics were reported as ¿normal and unchanged¿. Intervention for the status epilepticus was ¿treatment of medical condition¿. Attempts for further information and clarification of the ¿infection¿ are in progress.